Event description:
The event is reported as: when using the stapler, 2 staples came out at the same time. No pt injury or intervention reported.

Manufacturer narrative:
No sample available for evaluation. Evaluation method - DHR review performed. Mfg processes reviewed. Results: no changes were made in the mfg processes. DHR review showed no issues with this lot number. Conclusions: no root cause could be established due to lack of sample. No corrective actions were taken.